Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay performed on two patients on nasopharyngeal swabs. Customer confirmed patients were not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m162515 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m162515, test base part number 190-430 / lot: m162515. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162515 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However a possible assignable root cause is sample interference or cross contamination.